Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). As reported, when the nurse received the product and found the cap was not screw well. The package was wet. There was a potential that the sterile barrier was breached. The device was not returned for evaluation at this time. If new information is received or the device is returned for evaluation. A supplemental report will be submitted. The device history record (DHR) was not able to be reviewed as the device lot number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 25mm valve jar had insufficient volume of glutaraldehyde solution. As reported, when the nurse received the product and found the cap was not screw well. The package was wet. The jar was not cracked or damaged. When the physician opened the jar it was noted some liquid leakage, the volume of liquid inside the jar was between 1/3 and 1/4 less than normal. The valve was not used.

Manufacturer narrative:
Device evaluated by MFR . Evaluation summary: report of insufficient volume of glutaraldehyde solution was confirmed through image evaluation. Nine total color images were provided. Shelf box tamper resistant seal appeared torn and shelf box had brown-yellowish stains inside. Tagalert display appeared blank. Valve jar shrink wrap appeared removed. Traces of brown residue were observed on the outer surface of the valve jar lid, inside the valve jar lid threading, and valve jar outer threading. Valve appeared to be still attached to holder within valve sleeve and submerged within solution in valve jar. Valve jar appeared to be approximately 75% full of solution. Valve clip and ID tag were not seen in the photos provided. Engineering task will be opened for further investigation. Additional manufacturer narrative: edwards received additional information through follow up. Updated event. Per the engineering evaluation, the DHR review was performed and there are no related non-conformances listed. The product was not returned for evaluation, but the images indicate there is no evidence the jar was processed/manufactured with the glutaraldehyde not fully filled, the ID tag removed, the valve clip removed, the lid left unscrewed, and the jar leaking. It¿s highly unlikely the alleged jar passed inspection and was manufactured without meeting the specifications clearly defined in the operating procedures. No further action is required. Corrected data: the device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Event description:
Edwards received notification that a valve model had insufficient volume of glutaraldehyde solution. As reported, when the nurse received the product and found the cap was not screw well. The package was wet. The jar and the lid were not cracked or damaged. It was easy to screw the lid. When the physician opened the jar it was noted some liquid leakage, the volume of liquid inside the jar was between 1/3 and 1/4 less than normal. The valve was not used.

Manufacturer narrative:
Device evaluated by MFR . Evaluation summary: as received, the shelf box was torn and tamper seal was broken. Brown glutaraldehyde stains and residue were observed on the cool gel packs within the styrofoam box, inside the valve shelf box, around the outer surface of the valve jar, and on the threads of the valve jar and jar lids. Valve IFU was returned within styrofoam box and outside of valve shelf box; returned valve IFU did not have any stains or damages. As received, the returned valve jar was nearly empty of solution with a valve sleeve remaining inside. No visible cracks or damages were observed on the returned valve jar. Valve was returned still attached to holder with all three green sutures intact at the cutting channels. The use-by date was 2021-04-06 and tag alert displayed "ok". Additional manufacturer narrative: the device was returned for evaluation. Per the product evaluation, the customer report of insufficient glutaraldehyde solution was confirmed. Additional investigation is in progress, a supplemental report will be submitted upon completion.

Manufacturer narrative:
Additional manufacturer narrative: an engineering evaluation was performed and the complaint was confirmed per product evaluation. The DHR review was performed and there are no related non-conformances listed. There are no findings from product and image evaluation to suggest that the jar was processed/manufactured with the glutaraldehyde not fully filled, the ID tag removed, the valve clip removed, the lid left unscrewed, and the jar leaking. It¿s highly unlikely the alleged jar passed inspection and was manufactured without meeting the specifications clearly defined in the operating procedures. The root cause of the alleged insufficient glutaraldehyde volume and unscrewed lid is unable to be definitively determined, but it¿s highly unlikely the device left edwards in this manner. No further action is required. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.